Manufacturer narrative:
(B)(4). The complaint device was not returned and data was not provided; therefore, the reported event of permanent out of range signal cannot be confirmed. However, the transmitter was used beyond the six month limited warranty period. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the transmitter product specifications that the transmitter has a limited warranty of six months. A definitive root cause cannot be determined for the reported event.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. At the time of contact, patient's mother did not report any injury or medical intervention.